Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis revealed the rate sense coil and high voltage cable's were fractured. Reasonable evidence suggests the location of these fractures was located in area of suture sleeve tied-down. These findings could have contributed to the clinical observation. Regarding the lead split into two portions, evidence showed the lead was pulled with much force, the rate sense coil was extremely stretched, thus causing the rate sense coil to fracture (ductile) from the tip, at the helix housing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range impedance measurements of greater than 3000 ohms 45 months post implant. A lead revision procedure was performed where this lead was successfully removed. During the revision procedure, the lead was tested through the pacing system analyzer (psa) and the measurements appeared normal. The lead was then reconnected and tested through the device and impedance measurements where within normal limits. The physician still elected to remove the lead and device. During the lead extraction, the terminal pin portion of the lead was cut. While extracting the remaining portion of the lead, the lead split into two portions, one piece went into the pulmonary artery and temporarily was stuck there. An interventionalist was brought in who snared the lead and removed it. All pieces were successfully removed.